Event description:
The customer reported that the ac internal cable was pulled out of the device. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.